Event description:
Doctor placed stapler across the bowel and fired the stapler but no staples came out. The tissue had already been cut so the bowel was still open because the stapler did not fire, may increase risk of infection but no immediate harm to patient. Case was delayed while waiting on new stapler and had to take more tissue. Case finished without further incident.the device was given to the rep and we have not heard back as of this report.